Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test on (B)(6) 2021. Can we switch order of sentences as pcr confirmation testing performed on (B)(6) 2021 generated negative results (CT values not provided). Binaxnow covid-19 ag self test repeat testing was performed on (B)(6) 2021, results were negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146536 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160/195-260 / lot 146536, test base part number 195-430h / lot 138498a. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146536 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.